Manufacturer narrative:
No device problem was found. The investigation determined the technician did not possess an understanding of the description of safe and proper use of the system. The response to d8 - was device serviced by a third party? Has been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated a distributor cut his finger during preventative maintenance of a cobas 6000 c501 module. While performing maintenance, the third-party technician (distributor) received a cut to the joint of the right hand ring finger as a result of rubbing it on a very sharp area on the frame of the reagent mechanism. The technician went to the emergency room where the cut was disinfected and sewn with two stitches. The technician was given a tetanus vaccine and augmentin 1000 mg. Additional information was requested but has not been received at this time. This information includes: the current condition of the technician; if appropriated personal protective equipment (ppe) was being used; serological screening tests performed or follow-up planned.